Event description:
On (B)(6) 2014, a customer reported an abo discrepant result when testing with a galileo instrument on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells images on (B)(4) 2014. Review of the well images indicates that the well for the anti-a reagent was under pipetted, which resulted in the test red blood cells erroneously being packed into the bottom of the well, leading to an unexpected positive interpretation for that well. The expected interpretation for that well was negative. No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site on(B)(4) and determined that the galileo was operating as expected.